Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 11/16/2021, it was reported by a sales representative via sems that a ar-1510h drill guide latch will not open or close. This occurred during a case when the screw got too tight on the side release handle so the latch can not open or close. While unscrewing the screw to try and loosen the head of the screw broke off.